Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported bubble-like bumps at the lead site. She stated the bumps were caused by the belt that hold the ens (external neurostimulator). She currently did not have that belt rubbing against the lead site. Her healthcare provider had prescribed her with some antibiotics and it has been getting a little better. The event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.